Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the systems' batteries failed to remain charged. No report of pt injury.